Manufacturer narrative:
Follow-up #1: date of submission 12/3/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box showed loss of prime warnings associated with zero force. The ez-prime steps as well as the 24 hour duration test were performed successfully with no loss of prime warnings being duplicated. The force sensor calibration passed within specifications. The complaint was confirmed in the pump history but was not duplicated during testing. Unrelated to the original complaint, the pump cover was removed and it was found that there was a crack observed near the force sensor pins. There was no evidence of internal moisture found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.